Manufacturer narrative:
Additional information was received that there was no resistance felt while loading the valve. The valve was loaded without difficulties. A misload was not identified. The delivery catheter system (dcs) was inserted into the access site without difficulty. When the valve was recaptured the third time, there was resistance felt and it was difficult to reposition the dcs and valve due to the angle of the aorta. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that due to the existing surgical valve, as the delivery catheter system (dcs) was advanced through the aorta, it encountered resistance. The valve was attempted to be deployed and recaptured three times due to positioning difficulties. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. With the limited information available, an assignable root cause could not be determined and a relationship to the dcs could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, cal cification, tortuousity, etc.). In this case, the cause of the difficulty advancing the dcs could not be determined with the information available and a relationship to the dcs cannot be established. The dcs did not respond to the fourth deployment attempt and fluoroscopy identified damage to the dcs capsule. The dcs and valve were examined outside the body, and it was reported that the capsule of the dcs had separated into two sections. The IFU states that deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. As deployment of the valve was attempted a fourth time, this indicates misuse of the device. Images were submitted to medtronic for review. The review showed no valve load checks related to this event that can confirm the statements in this event report. The imaging provided can only confirm the implanted valve was a good result based on the tee provided showing the depth and the doppler measurements confirm a good result. There is no additional imaging provided that can speak to the difficulties related to the resistance that is stated in this event report. Images of the device after removal from the patient confirms the capsule separated at the proximal end. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. This indicates that the probable cause of the capsule separation was due to excessive forces to advance the dcs. However, this cannot be confirmed with fluoroscopic images provided for review and the cause of the capsule separation cannot be conclusively determined based on the information available. Updated data: method code, results code and conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received reporting that a revised load did not occur. Fluoroscopy was used to confirm a successful valve load. B5-updated event description .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve into an existing surgical valve, the valve was loaded. It was reported that a revised load also took place. The reason for the second load was not reported. Due to the existing surgical valve, as the delivery catheter system (dcs) was advanced through the aorta, it encountered resistance. The valve was attempted to be deployed and recaptured three times due to positioning difficulties. It was reported that insufficiency of the surgical valve and the dilated sinuses contributed to the positioning challenges. The dcs did not respond to the fourth deployment attempt. Fluoroscopy identified damage to the dcs capsule. The dcs and valve were successfully withdrawn from the patient. The dcs and valve were examined outside the body, and it was reported that the capsule of the dcs had separated into two sections. A second dcs and valve ware used for implant. No additional adverse patient effects were reported.